Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation that the image would not display was confirmed. In addition to the image not being displayed due to a failure of the printed circuit board, the additional evaluation findings are as follows: scratches on the screen, cracked screen frame, and circuit board terminal corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the high definition lcd monitor had an image quality issue. The device was returned for evaluation. The device was inspected before use, and the diagnostic procedure (upper gastrointestinal tract examination) was completed with the same device. The following reportable malfunction was found during the device evaluation: the image was not displayed after startup. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.